Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they had felt a shock from the device when they were testing themselves with the pp. The patient noted that they had since forgot about it and had not checked anything with the pp since then. The patient noted that the sudden shock down the leg was resolved. No further complications were reported or were expected.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a shock down their leg two years prior to the report, confirming that it was in 2015. They stated that the device still worked great for their symptoms. The shock was described as sudden. They were going to follow-up with a healthcare professional (hcp) about the issue. There were no further complications reported or anticipated.